Event description:
A malfunction was reported by the customer related to the tandem pump, identified by error code malf 12. There was no adverse impact on the customer's blood glucose level. It was confirmed that the blood glucose did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.